Event description:
Litigation papers allege: chronic pain and discomfort and other symptoms will likely need a revision in the future

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 12/30/2014 - pfs and medical records received. After review of the medical records for MDR reportability, a correct doi was provided for the left hip and dor was provided for both hips. Revision operative note for the left hip indicated pain. The revision operative note for the right hip indicated pain and increased metal ions (no lab results provided). The 1st unknown hip is being changed to the left femoral head and the second unknown hip is being changed to the left acetabular liner. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated no device associated with this report was received for examination. Based on previous investigations. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis and metal wear. Added stem due to alleged elevated metal ions. Added patient's age, revision hospital, law firm, surgeon and lawyer in the associated contact. Updated patient's initials.